Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did identify corrosion that contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported d2 diode on the board blew out, which was confirmed during evaluation as corrosion. The cause was determined to be a corroded d2 diode on printed circuit board wireless flex. The wireless flex was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery blew out the d2 diode on the board. There was no known patient injury or medical intervention associated with this event. No additional information is available.